Event description:
During a retrospective complaint review, devilbiss healthcare examined a complaint received from a distributor on (B)(6) 2018, involving a devilbiss oxygen concentrator stating that the unit was "constantly alarming." There was no report or evidence of illness, injury or medical treatment associated with the complaint. The unit was returned for evaluation and was determined to be operating to specification, although there was some evidence of thermal deformation to the compressor housing and rear cabinet. The findings indicate there was temporary blockage of the fan, preventing adequate airflow and effective cooling of the compressor housing. The unit alarmed as intended and the device was producing oxygen to specification. The fan was replaced. Devilbiss has an active CAPA for fan complaints.